Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving adequate relief of spasticity despite increasing doses approximately every 1-2 months. A 50mcg bolus was administered "without much improvement". A catheter dye study showed a patent and intact catheter. An indium dye study showed the dye in the pump reservoir "but did not flow past this point". The patient was taken into surgery for a catheter replacement. The reservoir volumes were as expected; no discrepancy was noted. It was noted that fluid was surrounding the pump and it was determined to be drug. Upon examination, it was noted that the sutureless connector was loose. The connector was removed and reapplied but was still loose . A catheter segment revision kit was used to replace part of the pump segment and when the sutureless connector was attached to the pump it appeared to be tight and secure. There was no pump malfunction noted. The patient's dose was restarted at 200mcg post-operatively. When later seen in clinic, the patient's tone was loose. The patient had been doing well since surgery with good relief of spasticity. The medication being delivered via the device system was baclofen.